Event description:
The customer reported that the cannula did not insert properly at the infusion site and that she knew this but wore the pod anyway. The customer's blood glucose reached 400 mg/dl before she removed the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.